Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a nurse from (B)(6) of diarrhea and peritonitis in a patient coincident with dianeal pd4 ultrabag (imported stock) therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced diarrhea and peritonitis, manifested by cloudy effluent and abdominal pain. On (B)(6) 2011, the patient was hospitalized for diarrhea and peritonitis. Treatment was not reported. Event outcome and action taken with dianeal was not reported. The reporter believed the events were also medically significant. The nurse did not provide an assessment of causality.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is undetermined.